Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The failure of c56 prevented the power supply from operating on ac power.

Event description:
The manufacturer's field service engineer (fse) reported the ventilator does not turn on with ac plugged in or with the backup battery unplugged. The customer reported there was no patient involvement.